Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the screen was frozen on the "cancelled bolus" screen. During troubleshooting, the customer was unable to clear the notification and the screen remained frozen. Tandem technical support instructed the customer to reset the pump; however, the issue was not resolved. The customer's blood glucose level was 98 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.